Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: after confirmed, procedure date is (B)(6). Alert date shows oct 2 in the time zone of the initial reporter. Due to time zone differences, alert date and event date do not match. The alert appears to be related to the time zone of the initial reporter. Alert & received date will show in the respective time zone of the complaint user.

Event description:
It was reported that a patient underwent a lower anterior resection (lar) on (B)(6) 2023 and a barbed suture was used. During the procedure, the barbed suture broke upon suture tie. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: * please provide the lot number. >> not available. It was discarded by customer. * please provide the procedure name and date. >> lar, (B)(6) 2023 attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The alert date of the file is (B)(6) 2023. The procedure date is (B)(6) 2023. Please clarify the following: alert date: procedure date: